Event description:
A customer reported encountering an error with their cgm, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level as a result. To resolve the issue, a representative from technical support provided guidance to perform a complete pump reset. After the reset, the error code did not reappear, and the customer successfully started their sensor session.